Event description:
It was reported that this inflatable penile prosthesis would not fully inflate causing penile curvature and pain for the patient. Magnetic resonance imaging identified an aneurysm in the device. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.